Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, a left side reoperation. Reasons noted, as the following event(s): suspected/actual rupture/deflation. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a; b1; b5; d3; e1; e2; e3; g1; g2. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Healthcare professional reported via nbir left side deflation. Device has been explanted.